Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-tf injector and the lens was crimped in injector during loading of cartridge into injector. It was reported that another same model lens was implanted successfully and pt prognosis is excellent. No pt injury.

Manufacturer narrative:
Evaluation codes: method: a work order search. Results: a work order search was performed for similar complaints within the search and one similar complaint was found.